Event description:
A customer contacted beckman coulter inc (bec) regarding a troponin (accutni) result of 0.15ug/l generated by their unicel dxi 800 access immunoassay system which was reported outside of the laboratory and questioned by the physician. Upon rerun on a different instrument, a result of 0.01ug/l was obtained and upon rerun on the original instrument, the sample gave a result of 0.03ug/l. There was no death, injury or change to patient treatment associated with this event. Since erroneous results were seen, the customer ran a fourteen patient correlation study between the dxi 800 and the alternate instrument using samples not originally run for accutni. None of the results were reported outside of the laboratory.

Manufacturer narrative:
Per customer, samples were clear, full draw samples and centrifuged for ten minutes. The tubes were 6ml lithium heparin. Quality control was within the customer's established ranges. Low level control was out 2sd on the day of the event but then was repeated and came back within range. There were no errors or flags on the instrument while running patient samples. The customer states that they are not having any issues with other assays. The customer also stated that their ambient temperatures are controlled regularly. The customer did not supply any system check data for review. Bec field service engineer (fse) was sent on-site a day after the event to verify hardware performance. A high sensitivity (hs) system check was performed and failed. Fse replaced the peri-pump, aspirate probes, and the duck bill valve. Fse then performed an aspiration test, a volume check, and verified the alignments of the analytical module and reagent pipettors. Upon repeat, the second hs system check passed within specifications as well as all 10 repetitions of an accutni qc precision test. Lastly, the fse analyzed patient samples on both of the customer's instruments and all results were reproducible. (B)(4).